Event description:
Procedure type: unk. According to the reporter: when inserting the trocar into the right lower quadrant, part of the tip broke off into the fascia. Tip was retrieved by physician. There was no report of neither the operating time, not the incision being extended as a result. No pt injury was reported. (No account info to follow up).

Manufacturer narrative:
(B) (4). (B) (4).